Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information indicated that since exchanging the system controller no further alarms had occurred. The patient's second mpu remained in use with the patient as it operated as expected without alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to the mobile power unit (mpu) was confirmed via log file analysis. The submitted and downloaded log files were reviewed and on 05nov2025, 06nov2025, 10nov2025, 11nov2025, and 19nov2025, atypical low voltage and power cable disconnect alarms were seen while connected to the mpu. These atypical alarms were due to fluctuations in relative state of charge (rsoc) out of the expected voltage range. This was occurring intermittently in both power cables. The intermittent atypical alarms would resolve when the rsoc voltage returned to the expected range of the mpu. There was no interruption of support of the pump during these alarms. There were no other notable alarms or events within the log files. The returned mpu, serial number (B)(6), was visually inspected at the european distribution center (edc) and observed to be unremarkable. The mpu was functionally tested at the edc and found to operate as intended. The mpu was deemed ready for human use and returned to the rental pool. The root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect and low voltage alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, address how to properly use the mobile power unit. Heartmate 3 patient handbook, section 6 "caring for the equipment", describes how to care for and clean all equipment, including the system controller and mobile power unit. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while connected to the mobile power unit (mpu), the patient experienced low voltage alarms after being connected to the mpu for some time. The mpu (B)(6) was exchanged, and the patient reported that after being connected to the mpu for 30-60 min, the alarms recurred, though not as frequently as the patients prior mpu. It was recommended that the electricity in the patient's residence be tested, and to use battery power as much as possible. The patient's condition was noted to be as expected. It was noted that in the last 24 hours no alarms had recurred. It was noted that the alarms occurred on the mpu when it was in fuse multi-socket and since exchanging it with new fuse multi-socket the alarms had not recurred. Additional information indicated that on (B)(6) 2025, despite the new fuse multi socket, the alarms recurred, as a result the patient's system controller was exchanged, and a second mpu was exchanged in order to rule them out as the cause of the alarms. The patients first mpu (B)(6) was noted to have a v-lock connector. The mpu did not come loose at the wall outlet or the back of the unit, and there were no reported environmental circumstances which could have contributed.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.